Event description:
It was reported that the intellivue mp5 indicating that the audio alarm of the loudspeaker did not work anymore, or very poorly. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
The remote service engineer (rse) spoke to the customer and the cause of the reported problem was the speaker. It was determined that the speaker required replacement. The customer was provided a replacement speaker to resolve the issue. The device remains at customer site.